Event description:
An ophthalmic surgeon reported that a knife did not cut as well as usual during surgery. Patient impact was unknown. Additional information has been requested. Additional information was received which confirmed that there was no impact to the patient. No additional information can be anticipated.

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested which was confirmed that no more information can be anticipated. (B)(4).